Event description:
Reporter stated that customer received the following results on the go system within 10 minutes: 18 mg/dl and 301 mg/dl. No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned.